Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 2.8 mmol/l. The user alleged the insulin pump was over delivering insulin because they experienced lows in the past month. The customer also reported that they were hospitalized due to low blood glucose in the past month with 2.8 mmol/l blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.